Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when the surgeon removed the pencil from use, a sponge lying near the pencil outside the patient caught fire. The surgeon extinguished the sponge without any injury to the patient or personnel.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function properly and within specifications. No conditions were identified that would have caused or contributed to the reported event. The instructions for use state the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times. Do not place active accessories near or in contact with flammable materials (such as gauze or surgical drapes) electrosurgical accessories which are activated or hot from use can cause a fire. Use a holster to hold electrosurgical pencils and similar accessories safely away from patients, personnel and surgical drapes.